Event description:
It was reported that the patient stopped responding to sound. Explantation/reimplantation surgery was performed. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.